Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call on (B)(6) 2017 that they were receiving alerts for calibration error and sg value not available. Blood glucose value was 258 mg/dl. Troubleshooting was performed and the customer was advised to wait a few hours to calibrate or turn the sensor off and call back. The customer called back the next day and reported that they were still having issues with calibrating and sg values. Also, that they experienced low and high blood glucose. The customer stated that when going to bed the night before, her blood glucose level was 59 and 50 mg/dl; she treated by drinking milk and the morning of the call she woke up at 284 mg/dl and treated with the insulin pump. Troubleshooting was declined. The sensor will be returned for analysis. The insulin pump will not be returned for analysis.